Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1648 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported staff removed a PICC that fractured approximately 3cm inside the patient's arm. No other information was provided.

Event description:
It was reported staff removed a PICC that fractured approximately 3cm inside the patient's arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed. One 4 fr sl powerpicc solo catheter was returned for evaluation. The catheter extended to the 45 cm depth marker. The catheter was observed to retain a bent shape from the 8cm to 11cm depth marker. The catheter was flushed with water and a leak was noted between the 10 and 11 cm depth marker. Microscopic observation of the leak location revealed a circumferential split. Material whitening was visible at the split corners. A longitudinal split was found to be propagating from one of the split corners. An additional catheter kink and crease were noted proximal to the split at the 10 cm depth marker. Evidence of kinking and material whitening at the split corners suggest repeated kinking of the catheter leading to material fatigue is a likely contributing factor. Placement location, securement method, and handling conditions may have also contributed to the formation of the split. Since a leak was found to be present on the catheter tubing, the complaint is confirmed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1648 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported staff removed a PICC that fractured approximately 3cm inside the patient's arm. No other information was provided.